Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and no missing segment/partial display noted during testing. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had partial display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that her insulin pump would glitch, the screen would turn black and white and show lines through the display. Customer stated the insulin pump was dropped and bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.